Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40-60s mg/dl). Juice/carbohydrates and glucose tablets were consumed to address low bg. Customer's healthcare provider advised the customer to lower the pump basal rate to address low bg. Tandem technical support assisted the customer with setting adjustment.